Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for sinus tachycardia that the implantable cardioverter defibrillator (ICD) detected as ventricular tachycardia (vt). The patient¿s rhythm accelerated into vt after the first shock. The patient experienced diaphoresis and a headache after the therapy. The ICD remains in use. No further patient complications have been reported as a result of this event.